Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The nurse stated that the customer was complaining of vomiting and stomach pain. It was stated that the customer was not taken off the device and she has been treating with the insulin pump. Troubleshooting was performed. Verified the alarm history, daily totals, time, date, and basal and bolus history. The daily total showed an increase of insulin for one day. Reviewed the prime history and it does not show the blood glucose set was changed. Ran a fixed prime test and the test passed. No further information was provided.